Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 460mg/dl on (B)(6) 2019. Customer states that they had blood glucose value of in the range of 100mg/dl then in lunch time 132mg/dl, customer had sandwich, peanut butter chocolate fudge, took 6 units from insulin pump, blood glucose went in range of 400mg/dl, she gave more insulin, blood glucose was in the range of 300mg/dl, she did more insulin, blood glucose was 300mg/dl, she did more insulin and blood glucose went to 450mg/dl, she got insulin vial and shots, she gave 6 units, blood glucose went to 310mg/dl. Customer mentioned that customer was in hospital for 7 hours and blood glucose was down to 128mg/dl, she was dehydrated and sugar has been over 300mg/dl, she gave insulin shot, then blood glucose went to 285mg/dl. Customer mentioned that they released from hospital with blood glucose of 310mg/dl and blood glucose spiked back up to over 400mg/dl. Customer had chest xray, blood work and sugar in intravenous. Customer had severe nausea. Customer declined troubleshoot for high blood glucose. Insulin pump will be returned for analysis.